Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It is reported that the patient's insulin pump had a battery error. When the patient changed battery, a button alarmed. Patient's blood glucose level is 189mg/dl. Trouble shooting was conducted. Device is being returned. No further information available.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with no act button response due to flattened button dome switch. No button error alarm noted during testing. Unable to verify for operating currents including, low battery, off no power or battery error due to the unresponsive activate button. The device was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, cracked reservoir tube near reservoir tube window broken pump belt clip slot.